Manufacturer narrative:
Continuation of medical devices: product ID 3889-33, lot# va1dbqj, implanted: (B)(6) 2017, product type lead.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a post-op infection at the incision site. Interventions included medications of rocephin and bactrim was administered on (B)(6) 2017. The patient reported green drainage from the incision site as well as pain near the lead on (B)(6) 2017. Pain was noted to be above cleft in buttocks which was near the lead site. After an examination, erythema was noted at the lead site. It was reported that the event was possibly related to the device or therapy and implant procedure. There was a report that the event resolved with sequelae on (B)(6) 2017. The patient was seen again in the clinic for pain and drainage from incision site. Sutures were removed and treated again with rocephin. The patient was given pain meds for the healing period. Relevant medical history includes urinary dysfunction/sacralnerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the post-op infection at the incision site was not determined. No further complications were reported/anticipated.